Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 43 mg/dl. Customer's other blood glucose value 101 mg/dl. The customer was treated with glucose tablet. It was reported that the customer was using auto mode. Customer alleging possible pump over delivery. The device will not be returned for analysis.